Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced painful insertion with the intermittent catheter. Per additional information received on 02may2022, it was reported that they could only use them every other day because they were too painful, so they were getting urinary tract infections because they were not draining their bladder, and they prescribed with antibiotics. They had already been taken from a 14fr to a 12fr, and it was still painful.

Event description:
It was reported that the patient experienced painful insertion with the intermittent catheter. Per additional information received on 02may2022, it was reported that they could only use them every other day because they were too painful, so they were getting urinary tract infections because they were not draining their bladder, and they prescribed with antibiotics. They had already been taken from a 14fr to a 12fr, and it was still painful.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "rough or irregular shape protrusions". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned